Manufacturer narrative:
Analysis of bur found that although there was initially no information on the part number, the device configuration was consistent with being part of the high-speed bur product family. Only portions of the inner assembly were returned. Visually, the inner shaft was bent until broken approximately 0.57 inches from the distal end of the inner hub. There was deformation in the distal outside diameter of the inner hub. The outside diameter of the inner hub should be 0.330 ± 0.002 inches and measured 0.329 inches in the undamaged area and up to 0.359 inches in the deformed area which was out of specification. The hub bushing was rough and worn. Functional testing could not be performed due to the broken state of the device. In the returned condition, there was an out of specification condition that was related to the complaint due to physical damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the handpiece was broken. There was no patient impact. Service and repair found broken bur in the handpiece.